Manufacturer narrative:
No lens was received from the patient for investigation. No medical record of the patient was obtained. The specifications, appearances, sealing integrity for the stock lenses from the involved lot#622189 were inspected. The specifications were all met the acceptance criteria, and the lens appearances were all intact without any defect. The seal integrity of these blister packages was also all intact without any defect. The sterility test for the stock lenses including the relevant retention stock lenses was also conducted. The observation results showed that the products were completely sterilized and free from the presence of viable microorganisms. The manufacturing records for the involved lot#622189 were reviewed, there was no abnormality found. Each manufacturing process complied with the requirements and was operated under normal and stable conditions. The products passed all the routine inspections and tests. The products of lot#622189 were released under the qualified status. The history records of complaint, nonconformity issues and adverse event were also reviewed, and there was no trend could be identified. Based on the above investigation results, no abnormality with the lenses or the manufacturing process was found. No direct relevance could be found between the reported product and the event. The root cause could not be determined. No conclusion could be drawn. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
On 15 february 2024, an email was received from the product importer/distributor. It was reported that a patient (pt) described the event as follows: as of (B)(6) 2024, the patient have experienced 3 eye infections using the contacts from the lot number 622189. The patient went 16 days in between finishing the last round of antibiotics (finished the round on (B)(6)) and wearing the contacts (on (B)(6)) and two days after starting again (on (B)(6)) and experienced symptoms again. She had noticed a slight redness to her eye on the night of (B)(6). She was currently using antibiotics again for this third infection. On 7 march 2024, the following information for this event was obtained through maude database. Report number: mw5151771. The event description was: "on (B)(6) 2024 I experienced a bilateral eye infection after using hubble daily disposable contacts. I was treated with ofloxacin eye drops as prescribed for 7 days. I did not wear the contact lenses during the treatment period. After finishing the antibiotic regimen and having the infection clear, I used a new set of hubble contacts and within one day on (B)(6) 2024, I experienced a return of symptoms. I received moxifloxacin eye drops and utilized them as prescribed from (B)(6) 2024. The infection cleared and I abstained from wearing contact lenses until (B)(6) 2024.I noticed symptoms again on (B)(6) 2024 after working a night shift, removing my contacts and going to sleep. I am currently being treated with polymyxin eyedrops. I wash my hands thoroughly before and after removing lenses. Both previous infection times I discarded all eye makeup products and purchased new products. At this time I do not have health insurance due to a change in coverage from transition from school coverage to employment provided coverage so all costs have been out of pocket. I have now spent(B)(6) for the first walk in visit and eye drop prescription. I spent (B)(6) for the second visit and eye drop prescription. I have not been billed yet for this current visit." Our distributor emailed to the patient to obtain the additional information, however, there's no additional information provided at the time of this report. The patient's current condition is unknown.